Event description:
It was reported that the patient was experiencing diaphramatic stimulation from the right ventricular (rv) pacing lead post-implant. The lead was repositioned but the diaphramatic stimulation returned four hours later. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2006. A 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).